Manufacturer narrative:
Investigation summary: 1 photo was returned for investigation. The returned photo shows the top web with batch #9074797. The 2 representative samples were subjected to visual inspection and penetration test. The 2 representative samples passed the visual inspection and penetration test. No abnormality was observed on the catheter. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Unable to confirm the customer experience as no defect was observed from photo returned and representative samples returned. A review of past 12 months quality notification was performed. No quality notification was raised on the reported defect/condition.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter penetrated "fine" during use, but when attempting to pull out the needle, there was a "barb". Upon removing it, "extra plastic material" was noticed on the outside of the catheter. This occurred on 3 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "they describe it as peelback issue, as they have experienced earlier with neoflon. The penetration with the needle went fine, blood response, lower angle and put in the needle a bit more. When they want to take the needle out they experienced it as there were a barb. When they got it out it was like there was some extra plastic material outside the catheter."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Hold for christina 11-5-19.it was reported that the bd venflon¿ pro safety shielded IV catheter penetrated "fine" during use, but when attempting to pull out the needle, there was a "barb". Upon removing it, "extra plastic material" was noticed on the outside of the catheter. This occurred on 3 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "they describe it as peelback issue, as they have experienced earlier with neoflon. The penetration with the needle went fine, blood response, lower angle and put in the needle a bit more. When they want to take the needle out they experienced it as there were a barb. When they got it out it was like there was some extra plastic material outside the catheter."